Event description:
The customer reported multiple assay quality control (qc) failures involving the unicel dxi 800 access immunoassay system. The customer noted system check failed the wash portion. The customer reanalyzed all patient samples back to the last acceptable quality control and noted one patient¿s carcinoembryonic antigen (cea) result did not correlate. An initial cea value of 25 ng/ml was obtained. The sample was reanalyzed on an alternate unicel dxi 800 and recovered a value of 2 ng/ml. The discrepant result was released out of the laboratory. It is unknown if patient treatment was impacted. There has been no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the aspirate probes peristaltic pump tubing and resolved the issue. The fse primed the instrument and performed system check; all results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.